Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator device fails on startup. Ventilator device can't completely boot up. Audible alarm and error message "read driver board failed" got displayed on boot up screen. The alarm was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement reported to hamilton. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. Corrections done: replaced control board. Fault rectified. Issue solved.